Event description:
It was reported that the hospital staff cut her finger while lifting the side rail. Additionally, it was reported that the plastic caps were missing, revealing pinch points.

Manufacturer narrative:
Entire product exceeded expected life.